Event description:
Reporter indicated a vns patient was hospitalized for status epilepticus. The patient had been initially implanted with the vns therapy system on (B) (6) 2009. All attempts to the reporter for additional information have been unsuccessful to date.